Event description:
It was reported that the pump was alarming and the telemetry confirmed a critical alarm due to motor stall. The cause was stated as MRI; the pump was checked by the healthcare provider (hcp) at 3 p.m. And the logs indicated the stall to have occurred at 2:28 and had not recovered when last interrogated at 3:44 p.m. On the date of this report. Drug delivered via the device was morphine; the flow rate was noted as .08 ml/day. It was later reported on 2012 (B)(6), that for 2.5 weeks after implant "it felt like it was working"; approximately 7-8 days following the implant, as patient was getting dressed he heard a "faint pop come from the area of the pump or infusion site" and had been experiencing worse and worse spinal headaches ever since, the leg pain was worsening as well. Hcp was aware of the same and "continues to adjust a higher dose, which is now at .9". Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter: model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk. Catheter: kit, rev prox seg model: 8596sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk. Ptm programmer: model: 8835, serial #: (B)(4).

Manufacturer narrative:
(B)(4).